Event description:
This spontaneous device case, reported by a consumer who contacted the company to report a product complaint concerns a (B)(6) male of unspecified age and origin. Medical history and concomitant medications were not provided. The patient received an unspecified medication though a memoir burgundy device, dosage and indication not provided, beginning approximately one year ago (2007). It was reported that the patient would dial a dose into the pen device and immediately squares and dots appeared in the display window. These appear in the time, date and dose segments. There were two dark lines with several dots on both sides of the two dark lines. The patient was able to reset the pen each time this occurs but he is uncomfortable with continuing to use this pen, since it was occurring more often. The reporter was concerned that there may be a point when the pen will not reset. This case was associated with product complaint (B)(4). It was not provided if the memoir burgundy device continued. The patient operated the device. The patient was a trained user. The general device duration of use was approximately one year (2007). Use status and return status of the device were not provided. Further information will be added when received.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/near incident. Will investigate further. Note: this report is an initial report. A follow-up report will be submitted when the final evaluation is completed.